Event description:
It was reported that (1) 512sd was used during an laparoscopic paraesophageal hernia repair procedure. It was reported by the rep that the seal split on the on the 512sd. Opened another trocar to replace cannula and complete the case. There was no consequence to pt.